Manufacturer narrative:
Analysis received the unit with blank display due to burned electronic components and burned motor flex tail. Analysis was unable to verify unexpected restart alarm and failed battery alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 121 mg/dl at the time of incident. The customer stated the insulin pump received a failed battery test and unexpected restart alarms. The insulin pump will be returned for analysis.